Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years post filter deployment, computed tomography revealed positive for bilateral pulmonary embolic disease in both upper lobes and in the tight middle lobe. The amount clot burden was felt to be small. Approximately seven months later, computed tomography revealed the proximal tip of the filter was approximately 19 mm below the renal veins. It was well above the common iliac vein on each side. Approximately seven months later, filter retrieval procedure was performed. Access into the internal jugular vein was achieved with placement of an angiographic catheter and wire to negotiate into the inferior vena cava. Coaxial dilatation and placement of a 12 french vascular sheath and subsequently a 14 french sheath. Attempts to snare the hook were unsuccessful. The hook was embedded in the wall. Cavogram demonstrated multiple penetrated struts and included an incorporation of the lateral strut. In addition to attempt to catheterize the day wire was placed distally through the filter and the wire was snared below the filter. The snare wire was then retracted open the filter from its apex. Despite manipulation the filter could not be dislodged from its embedded position. The filter retrieval procedure was unsuccessful. Therefore, the investigation is confirmed for retrieval difficulties. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 09/2013),g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that device was unable to be retrieved. The device has not been removed after an attempted but unsuccessful removal procedure. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 09/2013)

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that device was unable to be retrieved. The device has not been removed after an attempted but unsuccessful removal procedure. The patient reportedly experienced pulmonary embolism post implant; however, the current status of the patient is unknown.